Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device vip instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
After deployment of a 6f angio-seal vip vascular closure device, bleeding occurred at the puncture site. Hemostasis was achieved by manual compression without further incident to the patient. On january 23, 2017, a voluntary medwatch report was received with updated information. After the 6f angio-seal vip was deployed, the site leaked. Manual pressure combined with a d-stat applied for 20 minutes. Patient was taken to the operating room.